Event description:
A clip broke and fell into a pt's chest during a coronary artery bypass surgery. The doctor retrieved it with a magnet.

Manufacturer narrative:
The incident tray component clip manufactured by an outside vendor, has been sent to the vendor. A request for a complete investigation with written corrective and preventive action was also requested. Additional information regarding the pt's interaction with the device was requested of the user facility. As of the date of this report, no further information has been received. A supplemental report will be submitted when any further requested information is received.